Event description:
It was reported that there was impedance spike followed by power spike well above the set temperature / power setting from the stockert generator. This generator was shipped back to the MFR for diagnosis and repair. No pt injury was reported.

Manufacturer narrative:
(B)(4). Eval summary: the generator was returned to the service center for repair. The issue was resolved by replacing defective resistors on the (B)(4) board. After repair, the generator was tested for safety and functionality and found acceptable. The device history review was performed. No anomalies were noted in the mfg of this device. The (B)(4) pc board has been replaced before and calibrated before in service. Risk analysis demonstrates that the risk of power overshoot is adequately mitigated by power mgmt and rf cutoff.